Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alarm that the insulin was not delivered. Customer's blood glucose level was unknown. Customer reported that the insulin pump had random no delivery alarms and insulin was not absorbing into the body. The insulin pump will not be returned for analysis.